Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties and subsequent treatments appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling of the device.

Event description:
It was reported that the patient presented with a free perforation with extravasation in the left anterior descending artery. A 4x16mm rx graftmaster covered stent was deployed at 16 atmospheres, but post stent deployment it was noted that the perforation was not sealed as the stent was inundated with lots of calcium and could not be well apposed. Ballooning was performed to seal the perforation and further appose the stent implant. There were no noted difficulties during deployment of the stent. There were no reported adverse patient sequelae and no clinically significant delay. No additional information was provided.